Event description:
It was reported that, during thoracoscopic esophagectomy, the specific time of occurrence is unknown but a metal fragment was discovered over/on the drape near the abdomen outside of the patient's body. It took nearly an hour to search in order to identify the relevant device. It was discovered that the inner part of the ligasure handle was chipped. An x-ray was taken and it was thought that there were no other parts inside the body but the x-ray technician/radiographer mentioned that due to the x-ray settings there was a possibility that the foreign material that had fallen would not appear on the image even if it had fallen into the abdomen. The surgery was extended for more than an hour.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the metal clicker of the device was broken off. The broken piece was not returned. No other damages were observed on the device. Functional testing found that the investigation found the metal clicker on the device was broken and detached from the device. The clicker tab failure is due to extensive use of the device. A large number of cycles tend to fatigue the clicker. The device's usage data was reviewed and it was identified the device had 1000+ initiated seals. This device was forwarded to engineering for further analysis. Design engineer has reviewed this device and confirmed these findings. It was reported that the device component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the performance of this single-use device has been tested according to the expected conditions of a single surgical procedure. The customer is advised to refer to the IFU for correct use of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thoracoscopic esophagectomy, the specific time of occurrence was unknown but a metal fragment was discovered over/on the drape near the abdomen outside of the patient's body. It took nearly an hour to search in order to identify the relevant device. It was discovered that the inner part of the device handle was chipped. An x-ray was taken and it was thought that there were no other parts inside the body but the x-ray technician/radiographer mentioned that due to the x-ray settings there was a possibility that the foreign material that had fallen would not appear on the image even if it had fallen into the abdomen. The surgery was extended for more than an hour.